Event description:
It was reported that the patient experienced pocket stimulation and the device was in backup vvi operation. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the device exhibited backup vvi operation due to multiple bits flipped in the product code. After the product code was downloaded, normal function resumed. The device had reached normal battery depletion.